Event description:
It was reported that during a peripheral stenting treatment procedure, stent dislodgement and balloon detachment occurred. The 80% target lesion was located in the moderately tortuous right renal artery. The target lesion was partially blocked by an unspecified abdominal aortic aneurysm endograft that was placed 2 years earlier. Stenosis was noted at the takeoff of the renal artery. A 6fr mach1 rdc was placed. V-18 control guide wire was advanced through the mach 1 and placed into the renal artery. An express sd renal/biliary sm, pmtd 6.0x18x150cm stent was advanced through the endograft but when the express sd renal/biliary was repositioned for better placement , the stent of the express sd renal/biliary got stuck on a strut of the endograft. When the stent delivery system (sds) was pulled back, the stent dislodged from the sds. The sds was removed. A 4mm sterling balloon was advanced though the dislodged stent and deployed to 4 atms. The sterling was removed from the patient. The sds of the express sd renal/biliary sm, pmtd 6.0x18x150cm was readvanced. The sds was able to be advanced; however, the sds did not track well over the v-18 wire. The sds was able to be placed inside the stent and deploy the stent to 6mm. The balloon was deflated and during removal, encountered difficult removing the sds from the guide catheter. The balloon 'just tore apart' while removing the sds through the mach 1. There were no balloon fragments left inside the patient. No issue was noted with the mach 1. A non-bsc 6x15 stent was implanted at the ostium to complete the procedure. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral stenting treatment procedure stent dislodgement and balloon detachment occurred. The 80% target lesion was located in the moderately tortuous right renal artery. The target lesion was partially blocked by an unspecified abdominal aortic aneurysm endograft that was placed 2 years earlier. Stenosis was noted at the takeoff of the renal artery. A 6fr mach1 rdc was placed. V-18 control guide wire was advanced through the mach 1 and placed into the renal artery. An express sd renal/biliary sm, pmtd 6.0x18x150cm stent was advanced through the endograft but when the express sd renalbiliary was repositioned for better placement , the stent of the express sd renalbiliary got stuck on a strut of the endograft. When the stent delivery system (sds) was pulled back, the stent dislodged from the sds. The sds was removed. A 4mm sterling balloon was advanced though the dislodged stent and deployed to 4 atms. The sterling was removed from the patient. The sds of the express sd renalbiliary sm, pmtd 6.0x18x150cm was readvanced. The sds was able to be advanced; however, the sds did not track well over the v-18 wire. The sds was able to be placed inside the stent and deploy the stent to 6mm. The balloon was deflated and during removal, encountered difficult removing the sds from the guide catheter. The balloon 'just tore apart' while removing the sds through the mach 1. There were no balloon fragments left inside the patient. No issue was noted with the mach 1. A non-bsc 6x15 stent was implanted at the ostium to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Catalog/model # corrected from 37912-61815 to 37912-61890 device evaluated by MFR: visual examination of the returned device revealed there was a blood like substance in the wire lumen. The balloon was loosely folded. The stent was not received with the sds; however, there were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned and secured to the sds in manufacturing. Numerous sections of the outer shaft were stretched. There was no other damage to the sds. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The inner diameter (ID) of the tip and wire exit notch were measured and found to be within specifications. A new .018" guide wire was advanced all the way through the wire lumen with no unusual resistance. A new inflation device filled with water was used to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The returned device presented no evidence of the reported tracking difficulty and balloon damage but it was confirmed that the stent was dislodged from the sds and the outer shaft was stretched, possibly due to tensile deformation from withdrawal forces during clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).